Event description:
Hepacath insert left hand in 2001, morphine sulfate IV the next day. Two days later the pt febrile increased to 104. The next day left wrist red and swollen. Cultures drawn previous day, positive staph aureus, the next day left IV site 4 plus staph aureus. The next day incision and drainage and phlebectomy left wrist. Vein culture positive staph aureus.